Event description:
A customer complaint was received indicating that their il synthesis instrument malfunctioned, giving erroneously low glucose results for a patient undergoing open heart surgery. The patient samples reported as 49 and 26 mg/dl on the il synthesis, whereas the samples reported as 249 and 425 mg/dl on a reference instrument. The il synthesis did not report a calibration error before or after sample results were reported. Note: based on a follow-up with the customer after the event, there is no indication that the patient was adversely affected as the results were questioned and treatment reversed during surgery. Prior to the incident, the facility reported problems on 07/13/2006 that glucose was not calibrating on the il synthesis due to drift, offset and slope errors. Parts were subsequently ordered and a service call was performed four days later with various parts replaced. The site installed a new glucose electrode and membrane cap two days later. The instrument was calibrated and samples were run with no qc errors. Following the incident, a service call was performed with no leaks, clots or reagent issues noted. The instrument calibrated, although it drifted out. The electrode in use was later returned for evaluation.

Manufacturer narrative:
Il conducted internal testing on the returned glucose electrode from the hospital and confirmed low glucose results. The returned glucose membrane cap was also tested and found to work appropriately with other lots of glucose electrodes. Il engineering examined the returned electrode and determined that the sensor radius was within specifications and the impedance value across the anode/cathode were within test limits. However, a visually inspection of the electrode in question established that there was a recess of the platinum wire, most notably on one side of the anode. The assembly procedure for the glucose electrode clearly requires a smooth transition across the full radius area of the electrode as part of an in-process check. Defect never reported in life of product (1997-2006). A risk analysis is in draft on the event and it notes that the customer did not run two levels of quality control material after changing the glucose electrode/glucose membrane (both parts changed the day of the event). Only one control level (normal) was tested. If the customer had followed the operator's manual and clia recommendations, a minimum of two control levels (low and high), glucose would have been out of range and results would not have been reported. Therefore, the remedial action was limited to removal of lot n606 from the field. However, as an additional manufacturing check, the assembly procedure for the glucose electrode will be revised to require that the technician also perform a final inspection of glucose electrodes, verifying a smooth transition across the full radius area of the electrode.